Event description:
Additional event information updated ip-(B)(4) : unk - nails: tfna to product code: 04.037.160s lot #: h676042, and ip-(B)(4):unk - nail head elements: tfna helical blade to product code 04.038.190s lot #: 3l44071.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown guide wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that there was an intra operative complication with a long tfna nail during a surgery on (B)(6) 2020. During the procedure, the jig had loosened on inserting the nail because of which the guide wire missed and skived past the nail, this was not immediately apparent. The lag blade was then also inserted over the guide wire with that also being implanted out side of the nail. A lateral x-ray prior to distal locking identified this issue. The blade and nail were removed and new implant were successfully re-inserted. There was unspecified surgical delay due to reported event. Concomitant device reported: tfna nail (part# unknown, lot# unknown, quantity# 1); tfna helical blade (part# unknown, lot# unknown, quantity# 1); insertion handle (part # unknown, lot # unknown quantity 1); aiming arm (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown guide wire. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna nail (part# 04.037.160s, lot# h676042, quantity# 1); tfna screw (part # 04.038.190s, lot # 3l44071, quantity 1); insertion handle (part # unknown, lot # unknown quantity 1); aiming arm (part # unknown, lot # unknown, quantity 1).